Manufacturer narrative:
The hakim valve was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot 3791563, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at 40mmh2o. The valve was visually inspected; it was noted that the silicone was torn, and siphon guard was separated from the valve, also needle holes in the needle chamber were noted. The valve was leak tested and failed leaked from the cut/tear in the silicone housing. The catheter was irrigated no occlusions noted. The valve could not be reflux tested due to the damage silicone housing. The siphon guard was visually inspected marks were noted in the siphon guard. The valve passed the test for programming, occlusion and pressure. No root cause could be determined for the issue reported by the customer, as the technician was unable to confirm the issue reported by the customer. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted. The root cause for the cut/tear in the silicone housing noted during the investigation is probably due to wrong handling, as noted in the IFU: silicone has a low cut/tear resistance. Do not use sharp instruments when handling the silicone valve or catheter, use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted in the patient via l-p shunt on unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Since obstruction of valve and distal catheter was suspected, shunt imaging was performed. It is unknown if the patient experienced any signs and symptoms. The valve and abdominal catheter were removed and replaced.